Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there is underfill and hemolysis of tubes. No patient impact reported. The following information was provided by the initial reporter: "when using longhua hospital affiliated to shanghai university of traditional chinese medicine, a laboratory teacher discovered insufficient negative pressure and hemolysis of the specimen affected the test results."

Manufacturer narrative:
E.1. Initial reporter facility name:(B)(4). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there is underfill and hemolysis of tubes. No patient impact reported. The following information was provided by the initial reporter: "when using (B)(6) hospital affiliated to (B)(6) , a laboratory teacher discovered insufficient negative pressure and hemolysis of the specimen affected the test results."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill and hemolysis were observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for underfill and hemolysis were not observed. 20 retained samples were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. 100 retained samples were visually inspected, and no additive defects were found. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, hemolysis, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill and hemolysis based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.